Event description:
User reports preclean needle was broken causing preclean to leak on the floor and into the walkway. User cleaned up the spill using universal precautions and removed the bottle of preclean to stop the leak. No one was hurt and no pts were affected. The field service rep determined the cause to be a broken preclean needle and replaced needle. Operational checks were performed and within spec.